Event description:
It was reported that the customer inadvertently took a large dose of insulin. Her blood glucose was 180mg/dl at the time of reporting. She was advised to have a glucagon pen handy in case she needed int. She felt comfortable monitoring the situation on her own. No equipment was returned. No additional information was reported.

Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.